Event description:
It was reported during in clinic follow up that the right ventricular lead had dislodged. The lead was successfully repositioned. The patient was stable and asymptomatic. Further information was requested, but not yet available.